Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation could not determine a conclusive cause for the reported dislodged stent during device preparation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation, the 2.5 x 15 mm xience alpine stent dislodged from the stent delivery system when the sheath was removed. There was no difficulty noted when removing the protective sheath and the device was not used. No additional information was provided.